Manufacturer narrative:
Service was dispatched to the customer site where the abbott field service engineer (fse) inspected the analyzer and identified a burnt j1 pipettor syringe cable connector at the top left corner of the fluidics distribution board. Additionally, dried salt deposits were present on the burnt connector. The fse replaced the fluidics distribution board to return the analyzer to normal operation. The fse also provided three file images that confirm the observed charring and salt deposits on the fluidics distribution board connector. A review of ticket history for the architect i1sr54042 analyzer did not identify issues that may have contributed to the current complaint. There have been no subsequent reports of smoke/burn since the replacement of the board. Upon review no other complaints were identified related to a smoking/burning fluidics distribution board. The architect operations manual provides information regarding electrical hazards and instructions for performing an emergency shutdown of the i1000sr. The architect i1000sr service and support manual provides instructions for the removal and replacement of the fluidics distribution board. Additional labeling review found the 2017 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring was limited to a single connector and did not spread to other areas of the instrument. Based on the investigation no product deficiency was identified for the architect i1sr54042 nor the fluidics distribution board (part number 7-98010-02).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported observing an electrical spark and smoke from the back side of the architect i1000sr. The customer was instructed to power the instrument off. There was no impact to patient management, user safety, or facility damage reported.